Event description:
It was observed that during the device evaluation, the duodenovideoscope forceps stand is burnt. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, according to the instructions for use (IFU), there is a risk of damage to the device if the tip of the instrument cannot be confirmed within the field of view of the endoscope or if high-frequency cauterization is performed near the tip of the endoscope. Therefore, it is possible that the user may have handled the device in this manner, but this cannot be confirmed. The event is detectable and preventable by handling device in accordance with the following IFU: 3.2 inspection of the endoscope. 4.2 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.